Manufacturer narrative:
Investigation summary: a complaint was reported for misidentification of results on a phoenix m50 instrument. The customer alleged that they were unable to get a drug sensitivity result most commonly with enteroc. Avium and enteroc. Raffinosus. It was noted that the specimen was sent out to a third party for identification and drug sensitization resulting in an extended time to report results. No issue was noted with the instrument and no further information was provided on the case. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. Pictures of test reports and logs were provided for the investigation, however no other samples were made available for the investigation, therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried and revealed no previous cases related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient sample had an inconsistent identification between the initial and repeat testing. The first identification was enterococcus avium then enterococcus raffinosus the second time. In addition, the device did not produce mic results. The user had to send the isolate to a reference laboratory for further testing. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient sample had an inconsistent identification between the initial and repeat testing. The first identification was enterococcus avium then enterococcus raffinosus the second time. In addition, the device did not produce mic results. The user had to send the isolate to a reference laboratory for further testing. No health impact or consequence reported.